Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came to clinic on (B)(6) 2024 with an emergency backup battery (ebb) fault alarm. Log files captured periods of backup battery faults throughout the log starting (B)(6) at 21:12. It appeared that the ebb failed the load test resulting in these ebb faults. The system controller was exchanged; the patient tolerated it well and the exchange resolved the alarm.

Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted and data from the reported event date of 20aug2024 was reviewed. A backup battery fault alarm was active at 21:12:09 due to the battery not passing the load test. Backup battery fault alarms due to the backup battery not passing the load test were active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated the system controller exchange resolved the alarms and that no product would be returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.